Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test performed, at the beginning the device was fully functional but after about a minute the over temp alarm turned on. After the rear plate was removed it was found that the return tube had a big crack, and the pcb as presenting water traces. The cause was a broken return tube and a defective pcb. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Event description:
It was reported that during a pre-test "they heard some noise like a spark in the device". No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.